Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. Pump received with normal operating currents. No damage found on the connector and or lcd isolation tape noted. The device had cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump had a blank display. Customer's blood glucose was unknown but it was over 300 mg/dl. The device did not have a physical damage; it wasn't' dropped, bumped, or exposed to moisture. Customer declined further troubleshooting and wanted the device replaced. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.